Event description:
It was reported that while using the bd instrument max clinical false positive results were obtained by the laboratory personnel. Sample cultivation was used to confirm the results. The customer stated results were not reported out so there was no report of patient impact. Assays used: vibrio extended enteric bacterial panel. The following information was provided by the initial reporter: "false positive vibrio with extended enteric bacterial panel".

Manufacturer narrative:
H.6. Investigation: a "false positive" result complaint was reported against the bd max instrument, catalog number 441916, serial number (B)(6). Customer reported receiving 40 false positive (around (B)(4)) on vibrio on bd max extended enteric bacterial panel for the last 4 months and increase ind rate from error in result metric. Field service was dispatched. Field service renormalized the reader and verify alignments on drawer, magnet, and gantry. Instrument was returned to the customer functional. Complaint is confirmed. Root cause cannot be determined with the information provided. No parts were returned to bd for investigation. Investigation consisted of a review of the instrument installation, service history, and related complaint data. Bd will continually monitor for trend.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. There were multiple 510k numbers reported to be involved. The information for the additional 510k is as follows: PMA / 510(k)#: k130470.

Event description:
It was reported that while using the bd instrument max clinical false positive results were obtained by the laboratory personnel. Sample cultivation was used to confirm the results. The customer stated results were not reported out so there was no report of patient impact. Assays used: vibrio extended enteric bacterial panel the following information was provided by the initial reporter: "false positive vibrio with extended enteric bacterial panel."